Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a couple of ¿pieces¿ falling off of a screw was confirmed via evaluation of the returned heartmate 3 system controller (serial number (B)(6). Visual inspection revealed the head of a backup battery cover screw broke off from its body. The screw body remained stuck in the screw hole and was unable to be removed. The system controller was otherwise in unremarkable physical condition, and it performed as intended throughout all steps of functional testing. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. A manufacturing analysis task has been initiated to further investigate the issue of damaged screws. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The abbott heartmate 3 IFU with heartmate touch (rev. D) and abbott heartmate 3 left ventricular assist system (lvas) patient handbook (rev. A) are currently available. Section 5 of the IFU provides instructions for installing the backup battery in the system controller. The patient handbook instructs the user to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a: patient information was not provided, request for this information has been made. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a system controller was opened to do a controller exchange in clinic, and it was missing a screw and had a couple pieces that fell off of it. No patient was involved in the out of box failure.